Manufacturer narrative:
Product analysis: analysis was unable to confirm that the analyzer was very slow and responsive. However the analyzer failed back up battery tests and was replaced. The defective product was sent for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and analyzer were very slow and unresponsive at times making the programmer unusable. There was no patient involvement.